Event description:
A patient underwent balloon kyphoplasty for two painful, acute vertebral compression fractures of l1 and l4. The treating physician described the patient as elderly and frail with cardiovascular disease including atrial fibrillation, hypertension, and postural hypotension . The two level (l1 and l4) procedure was done under general anesthesia. The procedure was completed without diffculty or evidence of cement extravasation. After the acess tools were removed, the patient was turned over from her abdomen onto her back at which time she had a cardiac arrest. Despite resuscitation efforts, the patient died an autopsy was not performed.